Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced as well as confirmed through review of the event history log. This condition was caused by a loose link screw. This link screws was replaced.

Event description:
It was reported a spectrum pump had door not fully latched messages. It was also reported there was no patient injury.